Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 12mm emerge balloon catheter, it was noted that the shaft was already broken. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable/good.

Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 12mm emerge balloon catheter, it was noted that the shaft was already broken. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable/good. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation in the hypotube 55.7cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.